Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the bronchovideoscope had an o-ring detach from the distal end after being serviced from a outside company. There were no reports of patient harm.